Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had leaked water and in safety checked out unknown issue problem could not be reproduced, customer indicate temperature problem, not cooling and not heating. As per follow up information received on 03oct2023. The device returned to a bd-approved facility for evaluation. The issue has been resolved. Cleaning, inspection, performed ctu calibration,, all tests.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that safety checks out unknown issue problem could not be reproduced, customer indicate temperature problem, not cooling and not heating.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had leaked water and in safety checked out unknown issue problem could not be reproduced, customer indicate temperature problem, not cooling and not heating. As per follow up information received on 03oct2023. The device returned to a bd-approved facility for evaluation. The issue has been resolved. Cleaning, inspection, performed ctu calibration, all tests.